Event description:
It was reported that the patient presented to the ER with the vns lead was sticking out from the patient's neck. Multiple attempts were made to obtain information regarding the event, however no additional relevant information has been received to date.